Manufacturer narrative:
Corrected data: in review of the file, the initial emdr was submitted; however, section h3: ¿reason for non-evaluation¿ was inadvertently not provided. This section has been updated in this supplemental MDR submission. H3: reason for non-evaluation: device evaluation anticipated, but not yet begun (02). Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/6/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: the lens was received submerged in an unknown solution inside a specimen cup. The lens was cleaned and visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that as handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye due to off target after cataract extraction. It was learned that there was no incision enlargement, vitrectomy, or sutures required. No patient post-op injury. The suspect iol was replaced with the same model iol but lower diopter power (23.5). No other information was provided.